Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-mar-26 additional information was received. The pt reported that since implant, their therapy didn't seem to be helping them at all. Also, the pt stated they were having to charge it every day, but they were told the recharging interval would be 2-3 days. Patient services reviewed the ins charge depletes based on therapy settings and usage. The pt mentioned they had been having a lot of pain issues and spasms in their legs that were so severe that they could hardly stand it. The pt's doctor had done nerve conduction, ordered an x-ray and an MRI and told the pt to call the manufacturer to see if stimulation could be "tweaked". Pss reviewed the role of the rep and redirected the pt to their doctor to further address the issue.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was caller stated that it hasn't been working like it was supposed to for the past month. Caller stated that they were told they would only have to charge their implant every 2.5 days, but they are having to charge every day. Caller added that they are getting so frustrated with it. Caller stated that initially during the trial they were recommended the non-rechargeable implant, but ended up being advised to get the rechargeable implant so it would last longer. Callers stated they're so frustrated with recharging the implant every day. Caller stated they always try to recharge it before the implant gets down to 30% because it will take even longer to recharge if it's empty. Caller noted that they don't really feel the tingling sensation anymore either unless the implant is fully charged. Caller stated the tingling sensation helps with their pain more. Caller mentioned they had called the healthcare provider (hcp) office today to discuss this. Agent reviewed implant battery depletion and programming information with patient. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.